Event description:
Gambro prismaflex mandatory shut down related to excessive volume removal from patient. (Data from filter was downloaded). Filter clotted prior to blood return to patient.

Event description:
Reportedly a 2800(not sure), unknown size was explanted after a 6 to 7 year implant duration due to unknown reasons. Please send return kit. No additional information is available at this time. A 2800, 23mm has been chosen as product ID until the device model number and size are verified.

Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
All three leaflets were cut off. Approximately 4mm of tissue remains intact along the sewing ring. Calcification is detected in the remaining tissue. Host tissue is moderate at the stent inflow and stent outflow. Cuts are detected in the host tissue overgrowth at the tissue inflow. The wireform is exposed at commissure 3 at the outflow aspect. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.